Event description:
It was reported that the device had male (right) - communication failure. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had male (right) - communication failure. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. The field technician stated pcu issue of ¿iui ¿ female (left)¿ failure was not clearly defined or confirmed with a failure during the investigation. On 27nov2024, a pcu was received unboxed and with paperwork. Testing identified the logic board failing, not enabling unit ID assignment when modules were attached. A log analysis did not observe any recorded entries associated to the female iui or logic board issue. An internal inspection did not identify any observations with the logic board or other components. The pcu will be returned to bd san diego repair center for normal processing and to replace the logic board. The failure investigation report will be attached to qn in sap. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.